Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), coaptation gap from 0.8cm - 1.2cm, and a restrictive septal leaflet for a triclip procedure. Visualization was difficult due to imaging quality and shadowing. After orienting the first clip and diving to the right ventricle, several attempts were made to catch both leaflets. Grasping and capturing was difficult due to the coaptation gap and a partly restrictive septal leaflet. During the attempts to position, the clip got caught in chordae tendinea in the anterior/ septal (a/s) mid to commissural position. The clip was not able to be freed despite standard troubleshooting. Even though the clip was entangled in the chordae of the anterior leaflet, the clip was able to rotate and a successful grasp with both leaflets (a/s) was achieved. The clip was released, but opened directly after deploying. The clip was fully closed before deployment and opened to around 70 degrees. Nevertheless, the clip stayed in place with both leaflets inserted. Tr was only slightly reduced as this clip was placed quite commissural in the a/s position. A second triclip was prepped to stabilize the first clip and to further reduce the tr. As it was not possible to do a proper grasp or capture in the a/s position due to the gap and to avoid interaction with the first clip, the position of the second clip was changed to p/s central position. After several grasping attempts, and difficulties in visualization due to shadowing, both leaflets were able to be grasped. The clip was perpendicular to the line of coaptation, insertion was confirmed in all views, and nevertheless there was uncertainty of how much tissue was in the clip. It was decided to release the clip anyway, as it did not seem a better grasp could be achieved. Unfortunately, after release the second clip detached from the septal leaflet, but was stable on the posterior leaflet. The tr was unchanged at grade 5. Per the physician the clip opening while locked and the slda were due to tension on the clips from the large coaptation gap. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping, difficulty capturing, and slda appear to be due to patient morphology/pathology (gap). The reported poor image resolution was due to shadowing. The reported unchanged tr appears to be related to the reported slda. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling. H6 - adverse event problem: health effect - clinical code: 4451 was removed and replaced with 4453.